Event description:
Medtronic rec'd info that during a three month f/u visit, three stent fractures were identified in the proximal area of this transcatheter valved conduit (tcv). The pt is asymptomatic and no intervention is planned. It was also reported that when this tcv was placed, pre-stenting was done and the melody extended slightly beyond the pre-stented area proximally (where the stent fractures were noted).

Manufacturer narrative:
(B)(4): eval result: device history review found the product met specifications when released for distribution. Conclusion: cause of event cannot be determined. Analysis: no product was returned. Conclusion: the device history record was reviewed and showed that this valve met all mfg specification for product released for distribution. No issues were identified that would have impacted this event. W/o the return of the product, no definitive conclusion can be made regarding the clinical observation. Should the product be returned, a f/u report will be submitted.